Event description:
It was reported that during a gastrectomy procedure, the tissue pad was detached off during use. Piece was retrieved. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.